Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. An initial accu tnl result of 9.68ng/ml was reported out of the lab. On the same day the customer re-tested the patient original sample for acu tnl. The repeated accu tnl result was 0.02ng/ml. A corrected report has been issued. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.